Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no report of patient use for the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate or verify the reported issue. Physio downloaded the electronic records from the customer¿s device and was still unable to confirm the reported issue. However, it was observed that the device was powering on with batteries from 2013. It was recommended to the customer to replace those batteries. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no report of patient use for the reported event.